Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the product is returned and evaluated and/ or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument did not have any broken, frayed, damaged, or loose cables at the tip. Failure analysis also found the instrument failed functional testing. The instrument was placed on an ipt tester and failed a friction test. No other damage was found. An MDR was submitted to the FDA regarding this incident on (B)(6) 2014. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Event description:
It was reported that in central processing, a snapped cable wire was identified on the needle driver instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.